Manufacturer narrative:
The company representative examined the system and the reported event could not be replicated. The company representative reviewed the operation video and observed that a large amount of perfusion fluid leaked from the side port. The company representative explained the system functionalities to the facility director. The facility director acknowledged an understanding of the explanation. The system was then tested and met all product specifications. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. A possible cause of the poor aspiration may be attributed to the perfusion fluid leak from the side port, which could be the surgeon technique related. (B)(4). This report was mailed to FDA on 02/14/2014. (B)(4).

Event description:
A surgeon reported during a procedure there was poor aspiration. The surgeon continued to use the system with no harm to the patient.